Event description:
During reaming with mako, the bone was too hard to cut. Manual reaming was performed using the handpiece mics. Subsequently, the check pin dislodged during the procedure. Postoperatively, the check pin was examined and found to have a worn tip. Additionally, upon inspection of the reamed bone postoperatively, powder-like particles resembling metal fragments were observed. Update: why was manual reaming performed? Was the device causing any issues? The patient¿s bone quality was hard. Was there any powder like particles observed actually as the adverse consequences mention that there were no particles post x ray was done?: yes. Upon examining the reamed bone, powdery material believed to be metal fragments was observed. Why was a bone graft performed? Was it due to device causing issues?: it was normal procedure. It is not related the event.

Manufacturer narrative:
Reported event. An event regarding crack/fracture involving a mako checkpoint was reported. The event was confirmed. Method & results. Product evaluation and results: visual inspection confirms the event. The tip of checkpoint is broken. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the lot details were not provided. Complaint history review: could not be performed as the lot details were not provided. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.